Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1310 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "catheter site infection." Start date: (B)(6) 2020; end date: (B)(6) 2020. The event is a local (catheter site) infection and occurred at the right side of the body. Moderate severity and likely related to the device (catheter) and unrelated to the procedure and unrelated to the accessories (guidwire, stylet). Action taken: device removed. Outcome: recovered, no sequalae. The local infection was confirmed by laboratory value.